Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cyst ("cysts"), migraine ("migraines"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain, cyst, migraine, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, cyst, dyspareunia, migraine, pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cyst ("cysts"), migraine ("migraines"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain, cyst, migraine, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, cyst, dyspareunia, migraine, pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/migration of essure device location of device: uterine wall") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 25-year-old female patient who had essure (batch no. A66675) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "dev and ineff". The patient's medical history included gravida ii, cesarean section, parity 3, gestational diabetes, blood transfusion, knee operation, shoulder operation and abdominal operation. Concurrent conditions included asthma exercise induced, diabetes mellitus, tuberculosis, infection mrsa, thyroid disorder, headache and neck pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cyst ("cysts"), abdominal distension ("bloating") and abdominal pain lower (" lower right side of abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, cyst, migraine, abdominal distension, dyspareunia and headache outcome was unknown and the abdominal pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cyst, dyspareunia, headache, migraine, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had need for additional surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Lots no. Added. Event: pregnancy (no complications). Migraines , headaches, migration of essure device location of device: uterine wall,salpingectomy (bilateral removal of fallopian tubes), dyspareunia (painful sexual intercourse), pain, device ineffective , abdominal pain lower were added. Medical history, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), pregnancy with contraceptive device ('pregnancy (no complications)') and caesarean section ('caesarean section') in a 25-year-old female patient who had essure (batch no. A66675) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "dev and ineff". The patient's medical history included gravida ii, multiple caesarean sections, parity 3, gestational diabetes, blood transfusion, knee operation, shoulder operation and abdominal operation. Concurrent conditions included asthma exercise induced, diabetes mellitus, tuberculosis, infection mrsa, thyroid disorder, headache and neck pain. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterine wall"), pelvic pain ("pain"), cyst ("cysts"), abdominal distension ("bloating") and abdominal pain lower ("lower right side of abdominal pain") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure-bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, caesarean section, device expulsion, pelvic pain, cyst, migraine, abdominal distension, dyspareunia and headache outcome was unknown and the abdominal pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on 3-jul-2014. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, caesarean section, cyst, device expulsion, dyspareunia, fallopian tube perforation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had need for additional surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received: event caesarean section was added. Outcome of pregnancy was updated from unknown to live birth outcome unknown. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 25-year-old female patient who had essure (batch no. A66675) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "dev and ineff". The patient's medical history included gravida ii, multiple caesarean sections, parity 3, gestational diabetes, blood transfusion, knee operation, shoulder operation and abdominal operation. Concurrent conditions included asthma exercise induced, diabetes mellitus, tuberculosis, infection mrsa, thyroid disorder, headache and neck pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), headache ("headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterine wall"), pelvic pain ("pain"), cyst ("cysts"), abdominal distension ("bloating") and abdominal pain lower (" lower right side of abdominal pain"). The patient was treated with surgery (to remove the essure-bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, pelvic pain, cyst, migraine, abdominal distension, dyspareunia and headache outcome was unknown and the abdominal pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cyst, device expulsion, dyspareunia, fallopian tube perforation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had need for additional surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. From previous follow up (receipt date- 18-mar-2019) removal details added in removal surgery, perforation nos updated to fallopian tube perforation as bilateral salpingectomy was reported and migration of essure device location of device: uterine wall coded separately. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.